Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery surgeon had to remove outer applicator/handle to help facilitate release of implant from the inner shaft due to sticking. Sticking defined as some difficulty releasing the implant from the applicator/inserter after rotating implant into final position. Concomitant device reported: implant (part and lot # unknown, qty 1) this report is for one (1) t-pal spacer applicator handle this is report 1 of 3 for complaint (B)(4).